Manufacturer narrative:
Device manufacture date- oct 5, 2005 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had bubbles from the button where the vinyl tape was attached. Inspection and testing of the returned device found the coating of the image guide serpentine was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that watertightness of switch 1 was not maintained, wrinkles in the insertion tube, the bending angle was out of standard, the flexible insertion tube was crushed, the coating on the image guide coil was peeling off, the curved rubber was sagging, there were stains on the image guide bundle, there was dirt on the switch box that was difficult to remove, and there was corrosion of the electrical connector contacts. Scratches were found on the operation unit, the switch box, the grip, the cap of the forceps stopper, the angle lever, the up/down plate, the universal cord, and the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.